Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw would not connect to the cable. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The caller stated the user facility's biomedical engineer (biomed) sent his the request for repair. The caller did not try connecting device and cable.